Event description:
It was reported that pump experienced malfunction and caller was unable to charge pump. There was no adverse impact to the customer¿s blood glucose level. Customer was given verbal instructions and assistance to reset pump, was advised to call back with any questions, and was transferred to dexcom for further support.